Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white particles, the weight the device within specification. Microscopic analysis identified wear abrasion. After autoclave cycle was observed cloudy gel and voids between shell and gel. Based on the device analysis the final assessment is no issues found related to the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.